Manufacturer narrative:
Product was not returned. Ranir quality cannot investigate alleged complaint or evaluate failure mode without the product being returned.

Event description:
When using them some of the bristles got caught in her teeth and she had to go to an emergency room to have them removed and is still causing her pain.